Manufacturer narrative:
Analysis found that a partial lead was returned in two pieces: connector portion measured 13.4cm while distal portion measured 30.0cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited under-sensing and non-capture. Review of the fluoroscopy showed that the lead was dislodged. The lead was explanted and replaced. The patient was stable before, during and after the procedure.